Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the basal iq did not automatically suspend insulin delivery. Blood glucose was measured with both the sensor and bg meter and values were accurate. As contact did not have the pump at the time of the event, tandem technical support could not perform a pump system check. Although multiple attempts were made to confirm pump serial number and additional information, customer did not reply.